Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a low impedance measurement. It was noted that the lv lead had a polarity switch occur. The following day the lv lead had an impedance warning due to a low impedance measurement. Lead measurements are within expected range and lead trends are stable. The lead remains in use. No patient complications have been reported as a result of this event.